Event description:
On (B)(6) 2014, the reporter contacted animas, allaging that the battery life was less than expected. Review of alarm history showed evidence of short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found record of a sudden voltage drop with no associated replace or low battery warnings. The pump powered up and functioned properly. All the buttons responded normally. A rewind/load/prime sequence was executed without incidences. The electrical draw readings were within specifications. No anomalies were found inside the pump. The reported power issue was verified in the black box but not duplicated during the investigation.